Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the front panel light-emitting diode (led) malfunction is causing lighting failure. Based on the results of the investigation, it is most likely that probable causes such as damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that the front panel light-emitting diode (led) malfunction is causing lighting failure. There were no reports of patient involvement.